Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel mesh (device #2). An additional emdr was submitted to represent the bard/davol composix kugel mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges per short form (see attached) that the patient underwent surgery for implant of four unspecified bard/ davol meshes namely two composix kugel hernia patches on (B)(6) 2007 and (B)(6) 2010, sepramesh composite ip on (B)(6) 2010 and phasix mesh on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against two composix kugel hernia patches. Attorney alleges that the patient underwent revision surgery on (B)(6) 2008. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and device was defective.